Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a total laparoscopic hysterectomy, while loading the loading unit, the tech pulled the green toggles back and accidently broke the black release button off the top of the device. Another handle and loading unit were used to complete the case. There was no patient injury.